Event description:
It was reported that this implantable pacemaker longevity dropped from 11 months to 8 months in a span of 3 days. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting normally. The decrease in longevity is likely due to the temporary increase in power related to the interrogation to download the patch. Also, patient wanted to know the risks associated with the new software as patient plans to travel. Boston scientific technical services (ts) explained battery measures. This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.